Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient came into clinic after reportedly being shocked when the device was end of service. It was unknown if the shock was appropriate or not as the electrogram was unavailable due to excessive electrograms taking up storage. Some ventricular tachycardia episodes that were visible were not appropriate. It was decided to turn the device off and not replace it due to patient specific reasons and not due in any way to the device. There was no complaint that this was precipitous depletion. Patient stable.